Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Device evaluation comment - the customer stated that the device will not be returned for evaluation because it was contaminated.

Event description:
Customer reports: nursing called to report that while sleeping, the gastrostomy probe came out of the patient. It was introduced again by general surgery to change the gastrostomy probe. No. 20fr and lidocaine in jelly are requested. The balloon was filled with 15cc of sterile water. Additional information was provided on 08/17/22 stating that the catheter was in place for 5 days. The balloon tore with no fragmented pieces. The patient did not receive food for one night until the patient underwent surgery to insert the new tube and remains hospitalized, since the patient was already hospitalized. The complete catheter was changed, not just the balloon, and has remained in the patient until he is discharged by phd and so far no failure has been reported by the patient.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported customer complaint. No photographs or product sample/s were provided for evaluation therefore the reported condition could not be confirmed. The root cause and corrective actions could not be identified without a sample evaluation. The current processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.